Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned without any damaged noted to the catheter or balloon. During a function test a ds-60cc from our stock was attached to the inflation port and the balloon inflated with water. During inflation a stream of water was noted coming from the proximal end of the balloon material. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed a pinhole leak in the balloon material. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. In the report it states that it is unknown if the balloon received negative pressure and lubrication prior to advancement down the endoscope accessory channel. The IFU states: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." "To facilitate passage through the endoscope, apply negative pressure to the device." "Maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." A possible contributing factor to a leak in the balloon material is if the device comes in contact with a sharp object or a burr in the endoscope accessory channel. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy, the physician used a cook hercules 3 stage balloon esophageal. It was reported [that] once they inflated it past the first number, they noticed it [dilation balloon] was leaking water. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.